Event description:
The customer reported that falsely elevated carcinoembryonic antigen (cea) results were obtained on 11 patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated in duplicate on an alternate atellica im 1600 analyzer. The repeat results recovered lower than the erroneous results and matched patients¿ previous results as expected by the physician. The 1st repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea results. The samples were repeated post-service, and the results correlated with the 1st and 2nd repeat results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carcinoembryonic antigen (cea) results were obtained on 11 patient samples on an atellica im 1600 analyzer. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and checked the wash probes and pinch valves, verified the alignment for probe 1 and cleaned out buildup in the reagent probe wash bowl, adjusted the secondary vacuum pressure and secured the improperly installed luminometer top, verified the sample probe pressure, replaced the base pump assembly, defective leaking tube and base pump and performed a system auto check, ran calibration and qc on several assays, ran multiple samples, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges. Siemens determined that the clogged aspiration probe contributed to the falsely elevated cea results. The instrument is performing according to specifications. No further evaluation of these devices is required.